Event description:
Boston scientific (bsc) received info that this ventricular lead may have dislodged. The pt indicated that, one week post implant, the lead had 'failed/loosened'. The pt went in for a lead repositioning which was successful. No adverse pt effects were stated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.